Event description:
The manufacturer received information alleging a ventilator was failed at calibration, recorded low volume and showed alarm. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A previously submitted report was incorrectly filed with system board as the component that was replaced to address the issue. The correct component replaced was machine flow sensor. It is corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was failed at calibration, recorded low volume and showed alarm.there was no patient harm or injury report. The ventilator was returned to the manufacturer for evaluation and the customer's complaint about the failed calibration and disconnect alarm were confirmed, however, the low volume was not recorded. The device's system board was replaced to address the issue.